Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and poor sleeve function. This event occurred 1 times. The following information was provided by the initial reporter: translated to english. It is reported customer is experiencing issues with the sleeve when using eclipse needle. Customer stated: "when staff have been using the black eclipse 22g needle for collections, the rubber piece covering the needle end that the tubes attach to remains pushed back when removing the tube. Blood then bloods into the holder, in at least one instance the blood then leaked on to the phlebotomists hands. It was noticed blood pooled in the lids of the vacutainers." Additional information: 09-feb-2021: customer stated that three staff member's hands were exposed to blood. Staff members were wearing gloves and washed their hands immediately after exposure. No post exposure testing performed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-02. H6: investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for sleeve leakage/ sleeve slow recovery with the incident lot was observed in 2 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and poor sleeve function. This event occurred 1 times. The following information was provided by the initial reporter: translated to english. It is reported customer is experiencing issues with the sleeve when using eclipse needle. Customer stated: "when staff have been using the black eclipse 22g needle for collections, the rubber piece covering the needle end that the tubes attach to remains pushed back when removing the tube. Blood then bloods into the holder, in at least one instance the blood then leaked on to the phlebotomists hands. It was noticed blood pooled in the lids of the vacutainers." Additional information: 09-feb-2021: customer stated that three staff member's hands were exposed to blood. Staff members were wearing gloves and washed their hands immediately after exposure. No post exposure testing performed.